Event description:
Additional information received from a manufacturer representative reported the patient was discharged from the hospital and they had an check up appointment scheduled in a month.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va15865, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
A health care professional via a manufacturer representative reported a consumer went back to clinic and complained about having diplopia. After the consumer had image examination, the doctor found left brain swelling and suspected the site had infection. The doctor prescribed antibiotic and did replacement surgery on (B)(6) 2016 (removed all implanted devices). The consumer stayed in the hospital under doctor's care and was released on (B)(6) 2016. The reason for infection was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.